Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported defective keypad, which was reproduced. The device evaluation confirmed the #8 and #9 key to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #9 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 19 will be displayed, alphabetically: when the "abc" key is pressed, ay will be displayed interfering with mdl drug searching opportunities). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had an defective keypad. It was also reported there were no patient injury.